Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out. Additionally, it was reported that the usb cable was loose and subsequently, the pump could not be charged properly without the customer holding the usb cable to the usb port. Replacement cable was sent to the customer. Customer's blood glucose was 312 mg/dl.